Manufacturer narrative:
Additional information: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) sensor malfunction. A getinge field service engineer stated no onsite visit required. Resolved over phone. Staff reports helium tank on cart does not match helium level on display. Explained that there are two different tanks on cardiosave. Cart tank level has a separate gauge and as well as separate tank than rescue. Gauge level difference is normal. No patient use or harm. Unit released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be upon completion of our investigation.

Event description:
It was reported during a routine check performed by (B)(6), the cardiosave unit has a sensor malfunction no patient use or harm reported.